Event description:
The customer is concerned with low results. Strips are in date ((B)(6) 2015). Customer ran a blood test-82mg/dl-fasting. Recalled the meter memory: (B)(6) 2013, 11:27am, 78mg/dl.; (B)(6) 2013, 10:00am, 82mg/dl.; (B)(6) 2013, 05:54pm, 110mg/dl.; (B)(6) 2013, 12:40pm, 107mg/dl.; (B)(6) 2013, 11:20am, 105mg/dl. Customer states her expected blood results are 150mg/dl and up. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference, user reused test strip, user's test strip had poor fill. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013).